Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Unknown caregiver called, advised they have a used 350 lift and the there are loose bolts.